Manufacturer narrative:
Investigation: contact email for customer in e.1 is too long for the character constraints: (B)(6) a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Adjusted the screw that holds the IV pole brake release. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: contact email for customer in e.1 is too long for the character constraints: hqservequipementsbiomedicaux79383911@hema-quebec.qc.ca a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Adjusted the screw that holds the IV pole brake release. The device serial number history report indicates no further related issues have been reported for this device one year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole release button. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an IV pole release button adjustment.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.